Event description:
Discordant glucose results were obtained for 54 pts on an advia 1800. The results were reported to the physician(s). The samples were rerun on an alternate advia chemistry system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the sample wash reagent pump (swrp), replaced the seals on the dilution probe aspiration pump (dip) and the dilution probe discharge pump (dop) and ran precision runs. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.